Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The patient underwent a revision procedure and under fluoroscopy it was determined that the lead had microdislodged. The lead was successfully repositioned and no further observations have been reported. There were no associated patient symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.